Manufacturer narrative:
Omit: e2401 - insufficient information,f24 - insufficient information, a1407 - insufficient flow or under infusion (2182). Correction: describe event or problem. Medical device operator. Initial reporter first name. Initial reporter last name. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported general issues with under infusion of cefepime. It was also noted that the 250ml medication bags have 40 to 50 ml more of normal saline in the bags than it says, and the pumps are having to be set to reflect this rather than the pump default. There was patient involvement but the information on patient impact is not known. Although requested, additional information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that secondary infusions of vancomycin and cefepime have been completing with antibiotic remaining in the IV bag instead of completion to the patient. This occurs with different devices and different patients, and predominantly with the 250ml bags. There was no reported patient impact.